Event description:
It is reported that a customer received a low battery alarm on their insulin pump. The patient's blood glucose level was at 8mmol/l. The customer was transferred to medtronic representative in canada. No further information was provided.

Manufacturer narrative:
Findings: pump was received with high idle current due to faulty u3 on mb. Unit had e-01 alarm due to leaky c1 on mb. No cosmetic damage noted.